Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor seized, jammed and moved heavy. It was also observed that the device failed the following pre-tests: check the attachment coupling, check the attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for fwd/rev mode, check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device had power failure. It was unknown if there were any delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.